Event description:
Fail leak test, no alarm. This was reported during inspection at s&n (B)(4), no patient involvement.

Manufacturer narrative:
The device used in treatment has been returned and evaluated. The functional evaluation found that there were no defects, so it was not possible to stablish a relationship between the fault reported and the device. The investigation has now been closed and recorded as no problem found. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. A complaint history review has been carried out and found there were further instances, however it is deemed that no further action is necessary in relation to this complaint. Fail to alarm. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. In parallel we continue to monitor for any adverse trends relating to this product range.